Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage on reported 8mm fenestrated bipolar forceps instrument was observed intraoperatively. The wire was observed to be broken into half. Customer did not experience loss of cautery due to having a damaged cable on the instrument. Thermal damage was not observed on the instrument. Customer was unable to certainly confirm if there were any problems while removing the instrument through cannula. The procedure was completed using a back-up instrument. No fragment(s) fell inside of the patient's anatomy. The patient information was not able to be obtained. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The conductor wires of instrument were not damaged. Correction : primary product batch/lot number under section d was updated to k11240208 0077.

Manufacturer narrative:
Correction to section b: us reportability aware date updated to "07/22/2025".